Manufacturer narrative:
A review of the DHR has been performed and the lot is within specifications.

Event description:
The reporter states that "when connecting indeflator to balloon in hoop, balloon removed and shaft kinked and snapped off". It also states that the patient was discharged home.